Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-03408. It was reported the patient¿s leads were explanted and replaced due to not receiving effective therapy. Therapy restored post-op. Issue has been resolved.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-03408.